Event description:
Nurse called me and told me that the plastic wrapping around the inline suction catheter of a kimberly-clark ballard trach care closed suction system had ripped, exposing the catheter to the air. I quickly replaced the catheter with a new one that was working properly. Staff emailed avanos for credit ¿ included facility to send back sample.